Event description:
During a laparoscopic gastric bypass procedure, the physician used the subject device to open the bursa omentalis at the smaller curvature. The procedure was completed with the subject device. In retrospect, watching the procedure on dvd, they noticed thermal tissue damage. During the re-operation, they found a large gap in the stomach proximal to the anastomosis. The patient recovered and was discharged from the facility.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.